Event description:
Atrial unipolar lead impedance warning, lead impedance 209ohms. This is a new device bipolar lead impedance 380 ohms. Previous lead impedances measured in the bipolar configuration, 395ohms. Patient in the clinic today, lead warning cleared (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).